Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient did not get the purewick urine collection system to work and also the patient referred to the website for the videos. It was noted that the patient had been using the product less than 90 days. Per follow up response received on (B)(6) 2021 the customer stated that the troubleshooting was able to resolve the issue and helped the patient to realize how to use the device and no defect with the product. Per follow up information received on 07oct2021, the user was able to read and follow the troubleshooting steps in IFU.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient did not get the purewick urine collection system to work and also the patient referred to the website for the videos. It was noted that the patient had been using the product less than 90 days. Per follow up response received on 14sep2021 the customer stated that the troubleshooting was able to resolve the issue and helped the patient to realize how to use the device and no defect with the product.